Event description:
Valve use on peripheral and central antibiotic infusions has resulted in excessive measureback of 20-40 cc with pump delivery on 15-20 antibiotic pts in the last month, nearly all of rptr's antibiotic pts. Tpn per central line, on only tpn pt who has used valve, resulted in leaking and frequent pump occlusion alarms with cycled 12 hr delivery. Several valves caused "occlusion" alarms. Line also had a filter and click lock housing attached. Two peripheral antibiotic pump infusions have resulted in bleed-back into extension tubing. Event date shown as 7/9, 7/10, and 7/15.